Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04381. The pt received his scs system on (B)(6) 2010, including two leads (with different lot numbers). It was reported the physician decided to reposition the leads to optimize pain coverage. During the surgical procedure, it was reported the physician was unable to place the leads; he removed the entire scs system. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.